Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results with low anion gap on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.

Manufacturer narrative:
Beckman coulter customer technical specialist (cts) remotely assisted the customer to evaluate the dxc 700 au chemistry analyzer and identified the failure mode as a worn sample syringe. The replacement of the sample syringe resolved the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).